Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa. A 20mm watchman flx left atrial closure device was then advanced and deployed in the laa. The la pressure was not measured. The physician released the closure device prior to taking final measurements, thus release criteria were not met. It was then noticed that the device embolized. The device was removed with a percutaneous snare through the was. There were no patient complications reported and the patient's condition was stable.